Manufacturer narrative:
Findings: pump received with minor scratched display window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip. Pump had moisture damage on electronics.

Event description:
A customer reported via phone call indicating that their insulin pump was exposed to moisture. The customer reports condensation under the screen of the device. The customer had a blood glucose level was unknown at the time of the incident. The customer states that there was fluid/moisture in the insulin pump. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A replacement insulin pump was shipped to the customer. The customer sent the product back for analysis.